Manufacturer narrative:
Irritation and bleeding on the lip may lead to permanent damage to a body structure. No medical attention sought. The diamondclean brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained the brush head scratched her lip, causing it to become irritated and bleed. No medical attention sought.